Event description:
It was reported that the foley catheter was difficult to deflate on the 13th day after the use. It was stated that the catheter was removed by cutting the funnel and the catheter was pulled out.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The sample was evaluated and observed there was a salt accumulation at the drainage lumen which caused the collapse lumen on the catheter. A potential root cause for this failure mode could be due to thin rubberize wall which caused the collapse or pinch inflation lumen under the balloon or along the shaft. The product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex." The actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the foley catheter on the 13th day after use. Stated the catheter was removed by funnel cut, so it was finally pulled out.